Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the device intermittently stops displaying during an unknown procedure involving an olympus video system center. The procedure was completed using the same device. There was no patient injury reported.